Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was relocated via surgical intervention on (B)(6) 2020 to address the issue of the patient experiencing pain/discomfort at their pocket site.

Manufacturer narrative:
A patient experiencing pain/discomfort at the ipg site was reported to abbott. As a result, the patient's ipg was relocated to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.